Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a subclavian crush syndrome leading to a conductor fracture and an insulation issue. This lead also exhibited noise and delivered an inappropriate shock. This lead returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 70-95 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported noise and inappropriate shock. Initial report: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a subclavian crush syndrome leading to a conductor fracture and an insulation issue. This lead also exhibited noise and delivered an inappropriate shock. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.